Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually inspected and the distal stent was found damaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15may2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. Following rotablation, a 3.00x16mm promus element¿ stent was advanced. However, the device failed to cross the lesion after multiple attempts. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.